Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed with a downstream occlusion message displayed on the screen. The device was connected to the patient when the error/event occurred. The continuous infusion rate was 2.4ml/hr, total reservoir volume 110ml and given 44.9ml. Length of infusion hours was 46. It was further noted that the patient called the office regarding trouble shooting 5f pump. The pump said it was done infusing. The patient was therefore advised to return to the clinic so they could check device. During the patients' return, it was noted that the pump was working but not infusing. The pump read tubing clamped, a port flush and great blood return was noted. The tubing was checked but nothing was clamped or kinked. New machine used # 1297806, patient old pump (B)(6). Medication was infusing fine without issue. The patient was advised to monitor/check the pump if still not infusing well and to call the hotline or clinic office for any issues. The patient arrived with 65.1 ml in pump left and left with 64.1 ml and transfusing with no issues. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.